Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery in a timely manner. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer states changing the battery has not fixed the problem. The customer states this is the 2nd occurrence of replace battery now less than 10 hours after low battery warning. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replace and can continue to wear pump until replacing pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool confirmed low battery was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, faded end cap address label, cracked retainer, and a minor scratched lcd window.